Event description:
It was reported that hemoptysis occurred post cardiomems implant procedure. Angiography was completed and the guide wire advanced past target site under fluoroscopy; the patient coughed x1 (no hemoptysis) prompting clinical specialist (cs) to remind physician to watch wire closely. Physician acknowledged cs comment and wire was pulled back slightly within the vessel (exact measurement unknown). Sg and removed under fluoroscopy while maintaining wire position. Delivery catheter prepped per protocol and implant continued without additional episodes of cough. Upon initial sensor deployment, sensor sticking was encountered and the physician inflated the swan-ganz balloon to 'bump' the sensor off the delivery catheter. The sensor was successfully deployed within the left pa and was calibrated without issue. Edwards swan-ganz 6 fr x 110 cm was used during the procedure. Onset of acute hemoptysis occurred approximately 5 minutes after transfer to recovery, while staff nurses were performing post procedure care/rolling patient. Spo2 dropped ranging in upper 80s/low 90s - staff nurses proceeded to suction the patient and initiated o2 therapy via nasal cannula. The patient was transferred to the hospital via ambulance within 10 minutes of the episode. It was confirmed that no pulmonary artery perforation occurred. The physician believed spontaneous bleeding was the cause of the hemoptysis. Intubation, chest x-ray, and a pulmonologist consult were required to resolve the hemoptysis. The patient is now home. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).